Event description:
Report received of air entering the syringe. It was reported that the physician noticed air entering the syringe when drawing up contrast during a diagnostic procedure. The physician disconnected the syringe, removed the air and continued with the procedure. No air was injected into the pt. There were no reported adverse pt effects and no medical interventions were required.